Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Repair information is not available as the customer has not authorized ge healthcare to service the unit. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Repair information is not available as the customer has not authorized ge healthcare to service the unit.

Event description:
The hospital reported that, when switching from manual mode to mechanical mode, the ventilator jams. There was no report of patient involvement.